Event description:
It was reported the outer sheath section of subject device was distorted. The issue occurred during therapeutic gynecological endoscopic partial excision procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer sheath section was distorted due to a component failure of the rigid tube. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.